Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave nav catheter was selected for use. During catheter preparation, upon opening the packaging, white residue was observed on the plastic handle of the device. The residue was easily removable by wiping. Due to concerns regarding product sterility, the device was not used. A new catheter was opened and no abnormalities or damage to the packaging of the device were noted. The procedure was successfully completed using the replacement catheter. No patient complications occurred, and the patient recovered fully.